Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a 150cc mentor memorygel breast implant and experienced postoperative bilateral capsular contracture. The right breast had capsular contracture baker grade ii and the left breast had capsular contracture baker grade iii. A mammogram was performed by a physician and the diagnosis was confirmed. As a result, the patient underwent bilateral explantation on (B)(6) 2019. The patient's right-sided device was replaced with a 150cc mentor memorygel breast implant (catalog number: 3507150; serial number: (B)(4)) and their left-sided device was replaced with a 150cc mentor memorygel breast implant (catalog number: 3507150; serial number: (B)(4)). This report is for the patient's right-sided device.

Manufacturer narrative:
On 08/28/2019, the mentor failure analysis lab received the device for evaluation. On 09/05/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample it was observed to be intact. No anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer reference number: (B)(4).